Manufacturer narrative:
Additional manufacturer narrative and/or corrected data: corrected data: follow-up report #2 inadvertently did not include the explanation of the corrected data. Information that should have been provided is below. Model #: correct data: initial reported inadvertently reported the incorrect lead model. Lot #: correct data: initial reported inadvertently reported the lot number for the incorrect lead model. Expiration date (mo/day/yr): correct data: initial reported inadvertently reported the expiration date for the incorrect lead model. Device manufacture date (mo/day/yr): correct data: initial reported inadvertently reported the manufacturer date for the incorrect lead model.

Event description:
It was initially reported that the patient had a generator and lead replacement. The reason for the lead replacement was high impedance. Diagnostics were within normal limits following replacement. No further information was provided. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received from the physician. There was no reported manipulation or trauma that would have contributed to the high impedance. There were no x-rays taken by their office. High impedance was first observed (B)(6) 2012 high impedance noted and >10,000 ohms. No further information was provided or known. Product analysis was completed on the generator and lead. Results of diagnostic testing indicated the device was operated and communicated properly. The battery is not depleted, 3.022 volts (not at ifi) as measured during the final electrical test. The data in the diagaccumconsumed memory locations revealed that 33.500% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. A break in the negative coil was identified at multiple locations. Scanning electron microscopy images of the negative coil broken ends show that pitting or electro-etching conditions have occurred. However, due to mechanical distortion (smoothed surfaces), metal dissolution and or surface contamination the fracture mechanism cannot be determined. Scanning electron microscopy performed at the weld slug showed no portions of the negative coil. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Describe event or problem, corrected data: the initial reported inadvertently did not reported that product analysis was completed on the generator and provide the results and that the lead was also returned.

Manufacturer narrative:
.